Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction d3 and g1: the manufacturing site was updated. Correction g8: the MFR report number should have been 3006705815 instead of 1627487.

Event description:
Related manufacturer reference number: 1627487-2023-03744. It was reported that both of the patient's leads had high impedances after a fall. Surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced with a paddle lead to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.